Manufacturer narrative:
The device was not returned for evaluation. No radiographs were received for review. Root cause has not been determined, however combining manufacturer's products is not a recommendation. No patient injury reported. No further investigation can be completed at this time. Labeling review "...compatibility: do not use coronet thoracolumbar system with components of other systems. Unless stated otherwise, nuvasive devices are not to be combined with the components of another system." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s), loss of fixation. Left in-situ.

Event description:
On (B)(6) 2017 a (B)(6) female patient underwent a lateral interbody fusion procedure at l2-l5 levels and posterior fixation using another manufacturers products. At later follow up appointment a cage migration was observed. On (B)(6) 2017 a revision procedure took place where cage placement was adjusted along with the addition of a lateral plate system, revision was completed without any reported issues. Patient's condition was reported as doing well.